Event description:
It was reported that during a ptca/stent procedure to treat a total occluded lesion in the lad, predilation was done using another co's dilation catheter. Subsequent stent implantation was done with good final result. After 2-4 days, there was an occurrence of a subacute thrombosis (sat) and acute myocardial infarction, and the pt required further intervention.